Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation following a fall on the device last week. It was believed that her "wires had moved or dislodged". She also felt pain at the implant site. After calling her physician, he sent her to the ER. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).